Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017 the cartridge leaked insulin in the pump. The patient had a blood glucose of 438mg/dl with increased thirst and increased urination, vomiting, and abdominal pain. Patient did not test for ketones. No unusual treatment was required. During troubleshooting, it was found that the internal o-ring was leaking. This complaint is being reported as the patient experienced hyperglycemia related to the cartridge malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 05/03/2017. Device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. A lot review investigation of the incoming cartridges per lot was completed prior to release of this lot and ensured that all cartridges passed for this lot.